Event description:
It was reported that when an asymptomatic patient presented for a routine device change-out, externalized conductors were observed. During electrical test, decreased pacing lead impedance and increased capture threshold were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasions were noted at 9.2-10.9cm and 42.2-42.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 11.0-12.7cm from the distal tip. The etfe coating was intact at these locations.